Manufacturer narrative:
(B)(4): product ID: 8770-4, product type: catheter. (B)(4).

Event description:
It was reported that there was refill volume discrepancies of +/- 25% or greater in the same patient on two separate refill dates. At the time of the refill procedure on (B)(6) 2014, the actual residual volume (arv) was less than the expected residual volume (erv), arv: 12 ml and erv: 15 ml. The pump was infusing preservative free sterile saline and was refilled with study drug, vascular endothelial growth factor (vegf) or placebo. At the time of the refill procedure on (B)(6) 2014, the actual residual volume (arv) was greater than the expected residual volume (erv), arv: 17 ml and erv: 15 ml. No action was taken as a result of the event. The health care professional (hcp) determined that neither could have led to a serious adverse device effect. No patient symptoms or outcome were reported regarding this event. If additional information is received, a follow-up report will be sent.